Event description:
While wearing the speech processor, the reportedly experienced sound perception problems and pain at implant site. The patient has been monitored by the center for the reported problems. In april 2005, the patient was seen by a company representative for device evaluation. Programming changes were made. The patient continued to be monitored by the center. In 2005, the company was notified that surgery was to be scheduled to explant the patient's c1 device.